Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing, and using the customer's set up, without duplicating the malfunction, the spm module was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
The product has been received and a follow-up report will be submitted when the investigation is completed.

Event description:
Complainant alleged that while attempting to treat a pt (age and gender unk) the device displayed a "run-time calibration error 1051" message. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated.